Manufacturer narrative:
The meter and test strips were requested for investigation. Replacement product was sent. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
We received an allegation of questionable inr results for two patients tested with an accu-chek inform ii meter serial number uu14211788. On (B)(6) 2022 and at 11:40 a.m., patient 1's glucose result with accu-chek inform ii meter serial number uu14211788 was 526 mg/dl. The customer did not believe the glucose result. On (B)(6) 2022 and at 11:46 a.m., patient 1's glucose result with accu-chek inform ii meter serial number uu14211634 was 170 mg/dl. The customer determined this glucose result was correct. On (B)(6) 2022 and at 6:07 a.m., patient 2's glucose result accu-chek inform ii meter serial number uu14211788 was 109 mg/dl. The customer did not believe the glucose result. On (B)(6) 2022 and at 6:20 a.m., patient 2's glucose result with accu-chek inform ii meter serial number uu14211634 was 80 mg/dl. The customer determined this glucose result was correct. It was reported that two vials of test strips from lot number 480120 were used for testing.